Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use. The home patient (hp) was connected and trying to get to the bathroom. He pulled too hard and the transfer set disconnected. The baxter technical services representative (tsr) referred the hp to contact his registered nurse as soon as possible. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. The hp stated that after starting over with new supplies, therapy went well. The hp stated that the transfer set was not broken or damaged. He stated that he was going to the bathroom and the patient line got caught, causing the connection between the transfer set and the patient line to become loose. The hp stated that he did not reconnect and had started over with all new supplies. It was unknown how long the patient had been connected before the disconnection occurred. The set was not being reused. There were no difficulties noticed when the patient initially connected. The patient had connected using proper techniques. There were no other difficulties noticed with this set. The patient did not have pets which could have caused damage to the supplies. The tubing was not tangled. The lot number was unknown. The hp stated that he had spoken to their doctor regarding this event and the issue was now resolved. The hp stated that he had not spoken to his nurse yet but he was going to speak to his nurse soon. Since then, therapy has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue during use was confirmed. The cause was determined to be loose connection between the transfer set and the patient line, which is a use error than can cause contamination and/or air to be delivered to the peritoneal cavity. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The sample and the lot number were unavailable, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.